Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has been giving no delivery alarms since (B)(6) 2015. Customer was advised to disconnect and run fixed prime; the customer received a no delivery alarm. The customer did not have extra infusion sets or reservoirs to try out. He was advised to perform manual prime and insulin did exit. Customer was then instructed to reinsert the reservoir and run manual prime again; insulin did exit the tubing but when performing fixed prime again, a no delivery alarm occurred. Blood glucose value was 3.1 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms noted. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.